Manufacturer narrative:
Per the user facility, self-diagnostic was performed and despite how long it took, the unit would not proceed with calibration. The o2 sensor was replaced but the issue remained unresolved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed oxygen (o2) calibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) was powered up and the oxygen (o2) analyzer calibrated successfully two times. The epgs was ran at five liters per min (l/min) at 60% fraction of inspired oxygen (fio2) and failed accuracy testing. The o2 sensor was replaced with the newer style o2 sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.